Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a patellar periprosthetic fracture sustained in a fall. The 32mm cemented asymmetric patella was revised with a new cemented patella. Rep reported that no further information will be available.